Manufacturer narrative:
Patient information were not provided. Livanova deutschland manufactures the s5 roller pump. The incident occurred in jefferson, louisiana, united states. Perfusionist reports the s5 roller pump stopped during a case; the rotor was not turning but the display showed flow of 2.2 liters per minute. Perfusionist replaced the pump with a back-up s5 roller pump and completed the case. A livanova field service engeneet was dispatched to the customer. The motor power amplifier board and motor controller board were replaced. The roller pump was then thoroughlly functionally tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 stopped during bypass. They were able to switch out the pump and continue. After procedure, in the biomed shop the biomed troubleshooted the pump and was able to get it working. There is no report of any patient injury.

Manufacturer narrative:
H10: based on collected information and considering similar complaints analysis, it cannot be ruled out that the reported issue was caused by defective motor control board and motor amplifier board most likely due to aging of electronic component. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.